Event description:
Same case as 6000130-2005-00037. The taxus express2 3.5x12mm drug eluting stent was implanted in the rca. After deployment, the stent delivery system (sds) was "hung up" on the guidewire as it was being withdrawn. The sds and the wire were removed as a unit. No patient complications were reported. Patient status is satisfactory.